Event description:
It was reported by the customer that a bd pyxis¿ es server multiple units are not seeing new patients in pyxis machines. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used this incident, it was determined that the multiple units were not seeing new patients in the station. A technical support specialist (tss) dialed in to the server via secure link and ran a patient cast, confirming that messages were current. No critical issues were found on health site viewer. The sample patient was found in a placeholder or unknown status. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server multiple units are not seeing new patients in pyxis machines. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.